Event description:
Customer tested 1 patient in office and received a 5.x on the meter. Went to the lab and the lab received 2.6. Did not have patient chart available when asking questions, so unsure of patient's range. Nurse believes range was 2.0-3.0, but not confirmed. On (B)(6)2010, inratio: 5.x, lab: 2.6. Nurse called back and received a 3.2 on self test (not on anticoagulants).

Manufacturer narrative:
Investigation pending.